Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an issue where the image momentarily cut out when the connector was shaken. The issue was found during the inspection for use. There were no reports of patient involvement.